Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. Initial reporter postal code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a combined cataract removal and glaucoma stent implant procedure, the surgeon experienced an issue with stent deployment. It was noted that the stent eventually deployed with no adverse outcome to the patient. Additional information has been requested. This is one of three medical device reports for this issue for this facility.

Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is use error; the stent system labeling provides clear instructions regarding device implantation and deployment. The manufacturer internal reference number is: (B)(4).